Event description:
It was reported that during the meniscus surgery t2 could not be deployed. 30 minutes delay and a back up was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿system did not deploy t2 anchor.¿ t1 and t2 were not returned. A segment of cut suture was returned. The depth limiter was attached and was found damaged. It was creased and flared. The symptom is consistent with tissue resistance from twisting or probing. The delivery curve was distorted. The needle was visibly bent toward the right and downward. The device no longer cycled or actuated due to needle damage. These symptoms align with difficulty in reaching intended anchoring location. The complaint was confirmed. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.